Manufacturer narrative:
Result: damaged head-end left siderail panel with sharp edges.

Event description:
It was reported by service report that the head-end left outer siderail was damaged. It is unk if there was pt involvement. However, no adverse consequences were reported.